Event description:
It was reported that during an ankle arthroscopy, they noticed a piece chipped off of the blade. Reportedly, they were able to suction out all the pieces that came off of the blade and completed the procedure successfully.

Manufacturer narrative:
Additional information will be provided once investigation is completed.